Event description:
A malfunction on the pump was reported by the caller. The caller's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Customer technical support provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The caller was instructed to contact support if the issue happened again and understood this guidance.